Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pump. Additional text: pump not functioning, constant low flow alarm. Specific component(s) involved: pump drive unit malfunction. Additional text: pump not functioning, constant low flow alarm. Causative or contributing factor: no specific contributing cause identify. Intervention(s): replacement of pump. Implant device type: lvad.